Manufacturer narrative:
The reported complaint was confirmed. The end-user was advised to use a four inch roller pump as the cardioplegia (cpg) pump to avoid overoccluding. The perfusionist checked the pump the day after the incident and it worked fine and continues to behave as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility, testing of the device prior to cpb did not show the problem. They replaced the roller pump with a spare and the pump did not jam.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia pump jammed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a short delay as the surgeon took off the aortic cross clamp while the pump was exchanged. There was no blood loss, nor adverse consequences to the patient. Per clinical review: the team uses an 8:1 tubing pack for the delivery of cardioplegia. The team has had previous complaints placed for pump jam situations occurring on bypass. During the initial discussion with the perfusionist regarding the pump jam concern, he noted that the team was used to the loading, priming, and usage of the roller pumps on a different heart lung machine (hlm) . The techniques that they had employed to load, prime and use this hlm's pump were exactly same to the previous pumps. He had stated that the team had put in some additional protocols to mitigate the possibility of this problem occurring in the future, including allowing the tubing and pump to "warm up" prior to initiation of placement of the cross-clamp, and being aware of the usage of the tubing clamp guides when loading the 8:1 set in the roller raceway. The team on (B)(6) 2019 had another pump jam occurrence, during the delivery of the cardioplegia. The tubing clamp holders were verified and the length of the tubing in the raceway, along with the occlusion being set were done prior to the initiation of the cardioplegia dosages. The pump jam message occurred right after the start of the initial dosing of cardioplegia. The perfusionist had to ask the surgeon to take the aortic cross clamp off while she exchanged the roller pump with a spare roller pump and re-load the tubing set in the raceway. They were able to deliver the remaining cardioplegia doses to the surgeon's satisfaction. The surgeon had to take of the aortic cross clamp, therefore causing a short delay in the continuation of the surgical procedure, but proceeded as normal once the new roller pump was in place. The incident did not cause either blood loss or harm to the patient.